Event description:
Reporter started having irritation after treating an abrasion across the right eye. She saw an ophthalmologist, who treated her for ten days and finally, referred her to a corneal specialist. Fusarium fungus was cultured in the eye. The pt was treated and recovered. When she resumed using the moistureloc solution the fungus infection came back and was put on steroids. The cornea was eventually damaged. The cornea was removed and she had a corneal transplant.